Event description:
Device moved from intended location.

Event description:
Device moved from intended location. The batch number was provided on the returned label. All batch information is provided in this follow up report.

Manufacturer narrative:
The batch number was provided on the returned label. All batch information is provided in this follow up report.